Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device in use with a google pixel 7 phone with an android operating system version 14. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia. The customer was informed by customer service that their phone was not compatible with the application. As a result, the customer stated they had a medical event however, the customer refused to provide any further information regarding the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 2 app complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported an issue with signal loss. Attempted to replicate the user¿s complaint using similar configuration of google pixel 6 android 14, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device in use with a google pixel 7 phone with an android operating system version 14 and app version 2.10.1.10406. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia. The customer was informed by customer service that their phone was not compatible with the application. As a result, the customer stated they had a medical event however, the customer refused to provide any further information regarding the medical event. There was no report of death or permanent impairment associated with this event.